Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-may-2023. Four samples and four photos of 1ml luer-lok syringes (309628) batch 9112911 were received and evaluated. All syringe samples were received in sealed packages. One of the samples had missing print on the 0.5, 0.6, and 0.7 graduation lines with less than 50% of each character missing. Another sample is missing print less than 50% on the 0.3 graduation line. Two of the images identify the conditions described above. The conditions observed are acceptable per product specification. The two other samples each had a minor scratch causing missing print on a character greater than 50%: one on the 0.6 and 0.7 graduation lines and another on the 0.7 graduation line. Both other photos identify the conditions as described above. The conditions observed are non-conforming per product specification. Production records, and production databases were reviewed as part of this investigation. This is the first complaint related to missing print for batch 9112911 manufactured over three years ago. Batch 9112911 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10.

Event description:
It was reported that 4 bd luer-lok¿ syringe experienced scale marking permanency. The following information was provided by the initial reporter: on 13feb2023, during an unrelated product complaint investigation, a retains exam and component examination was performed ... Faint paint was observed in the measurements of 4 syringes, within 4 different kits (syringe lot: 8277864; syringe catalog number: 309628). There was a total of 120 retain samples inspected with four kits affected by this defect.

Event description:
It was reported that 4 bd luer-lok¿ syringe experienced scale marking permanency. The following information was provided by the initial reporter: on (B)(6) 2023, during an unrelated product complaint investigation, a retains exam and component examination was performed.faint paint was observed in the measurements of 4 syringes, within 4 different kits (syringe lot: 8277864; syringe catalog number: 309628). There was a total of 120 retain samples inspected with four kits affected by this defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.